Manufacturer narrative:
A medtronic representative went to the site and found the ups (uninterruptible power supply) was not plugged in securely. They reseated the connection and the system has worked since without issue.

Manufacturer narrative:
Patient information was not provided by the site. No parts have been returned to manufacturer for evaluation.

Event description:
A site representative reported that their navigation system was not powering up before surgery. Ultimately, the system did turn on and the case proceeded as planned. The site representative called medtronic during the case as the system had shut-down while navigating. A medtronic representative, trouble-shooting, instructed that they pull off the front cover and bypass the external power cord with an extension. With the extension in place the navigation system powered up immediately and returned to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.